Event description:
A bd alaris syringe module detected the incorrect syringe type (20 ml vs 30 ml) in the programming of an intermittent medication ¿ the error was identified before administration. Pm completed by internal clinical engineering team. FDA safety report ID # (B)(4).